Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001 in a pt. The pt has a history of cardiac failure and renal compromise. The diameter of the proximal non-aneurysmal aortic neck measured 21-22mm. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 110mm. It is reported that the pt had an enlarging 6-7 cm abdominal aortic aneurysm with an angled proximal neck measuring approx 70 degrees. The pt had several prior cancellations for aneurysm surgery due to poor cardiac function and renal compromise; however, with recent good health and fully functional status the family and private physician decided on intervention for the large aneurysm. It is reported that the pt's right renal was atrophic and poorly functioning, and during the procedure the right renal was kinked versus occluded; however, the stent graft was not withdrawn to save the aortic neck fixation. The deployment of the stent graft was completed without an endoleak and the procedure was nearly completed with the physicians closing the groin wounds when the pt began to complain of pain. The pt had a brief hypotensive episode which responded to IV fluids, raising the pt's blood pressure to 80 to 90 mmhg. It is reported there was no apparent source of pain and hypotension aside from either an acute cardiac event, or intracavity bleeding related to the procedure. Therefore, the left groin was reopened and an abdominal angiogram was performed with a pigtail catheter positioned above the renal arteries. No bleeding was noted and there was rapid flow through the device with exclusion of the aneurysm. Due to persistent hypotension, surgical exploration of the abdomen, chest and pericardium were sequentially performed to assure that there was no source of hemorrhage or cardiac tamponade as the cause of the event. It is reported that no abnormalities were noted except for about 200 to 300cc of blood in the right peritoneum that appeared to have arisen from the right groin exploration site with no obvious source of ongoing bleeding. The hematoma was not beyond that occasionally encountered with groin dissection and endograft placement; therefore, the physician felt that this was not related to the hypotensive episode. The pt remained hypotensive and did not respond to aggressive medical management by the anesthesiology team. The surgical exploration did not reveal device related causes for the hypotension. It is reported that CPR was unsuccessful and the pt expired. The physician reports that the pt died of a massive cardiac event which was the source of pain, and although the death is procedure related, there were no problems with the device or device delivery causing the event.